Manufacturer narrative:
A pneumothorax resulted after delay incurred during a CT guided transthoracic needle biopsy. It is unknown if the partial CT malfunction was a factor in physician performance or if there was a spontaneous injury. It was reported that while performing a lung biopsy, with the needle in place, the physician was confused by the display sequence of images, resulting in a procedural delay. The image display mis-ordering is a result of the delayed image availability from the reconstruction subsystem. In this case, the reconstruction performance was inconsistent; due to interference in the process caused by a faulty disk drive. The disk drive was replaced and no further issues were reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A supplemental report will be provided after the investigation has been completed.

Event description:
It was reported that while performing a lung biopsy, with the needle in place, the radiologist was confused by the display sequence of images, yielding a procedural delay. The patient was diagnosed with pneumothorax following the procedure and was monitored for several hours until the lung self-resolved. No surgical intervention was required. The scan disk was replaced to correct the problem with display sequencing.